Event description:
It was reported that during a sleeve gastrectomy procedure, the device was fired with a black reload on the first firing without incident. However, on the second firing with a black reload the device was closed, the surgeon waited for forty seconds, he fired the device and the blade functioned as expected and when the jaws were opened, it was noticed that the distal 15mm of the staple line on the patient/sleeve side were deployed but not formed. The specimen side was good. The surgeon noted that the stomach tissue was not particularly thick and was instead, thinner than normal. The surgeon used suture to over-sew the area with unformed staples, as he felt that it would reopen without sutures. Another competitor's device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge. One device was returned in good visual conditions and with one (B)(4) reload present. The reload was received fully fired. Upon further inspection, the reload was noted to have the cartridge deck and one piece sled damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipping. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.